Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 2.75x48 mm xience xpedition stent was implanted and a dissection was noted. Another 2.75x48 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.